Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but it broke prior to being inserted. There was no pt contact or injury. The facility indicated that it was unknown as why the lens broke. An msi-tim injector and an aq2.85 cartridge were used but the lot numbers were not known by the facility.